Manufacturer narrative:
Device received with missing display window cover and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and a white stripe running across the top of the insulin pump's screen. The customer's blood glucose level was unknown. The customer also reported that the screen seems loose and has shifted down. The border was missing around the insulin pump screen. The customer was advice to discontinue use of the pump and revert to backup plan. The device will be returned for analysis.